Manufacturer narrative:
Additional product code hwc. Investigation summary. Part number: 04.013.648s, 12mm ti cann retro/antegrade femoral nail-ex/340mm ¿ sterile; lot number: 6491730 (sterile); manufacturing location: (B)(4); manufacturing date: 05-oct-2010; expiration date: 30-aug-2019; lot quantity: 6. Work order traveler met all inspection acceptance criteria. Inspection sheet, in-process acceptance, met all inspection acceptance criteria. Inspection sheet, inspect dimensional, met all inspection acceptance criteria. Inspection sheet, final inspection, met all inspection acceptance criteria. Packaging label log was reviewed and determined to be conforming. Packaging bom was reviewed and all components issued met current defined requirements. Scn 7130 supplied by sterigenics was reviewed and determined to be conforming. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 21012, tialnbri13.00; lot number: 6287228; lot quantity: 1,988 lbs. Product certification supplied by dynamet dated 19-nov-2009 was reviewed and determined to be conforming. Surgical/ medical intervention; revision surgery. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, a patient underwent removal of nail due to nonunion and delayed healing. All hardware was intact. Patient was revised to a plate. It was noted patient poor bone quality and fracture pattern. Procedure was successfully completed with no surgical delay. No patient consequence. This is report 1 of 6 for (B)(4).